Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple altitude alarms occurred. Reportedly, the customer used cold insulin to load the cartridges. Tandem technical support reminded the customer this was off-label. The customer loaded a new cartridge successfully. No impact to the customer's blood glucose.